Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimate was inaccurate right after completing the load process with multiple cartridges. The customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.